Event description:
It was reported that cartridge change errors occurred intermittently with multiple cartridges during the load sequence. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring and was able to reload cartridge and resume insulin therapy. Customer¿s blood glucose level was 70 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.